Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system hung up during boot. Upon¿functional testing, fse found that issue was with x-ray pc, causing the system not to boot up. The fse replaced the x-ray pc. After replacement of, the x-ray pc system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system hung up during boot up. It is unknown if the device was inside clinical use at the time of the event. No patient harm was reported.